Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The battery connection assembly was returned to zoll medical corporation for further evaluation. The customer's report could not be duplicated during testing. The device powered up normally using both battery and ac power without issue. The battery connection assembly was scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll germany for evaluation. The customer's report was verified and attributed to a faulty battery connection assembly. The battery connection assembly was replaced to resolve the report. Analysis of reports of this type has not identified an increase in trend.